Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer remove ground connections at the terminal block then reconnect them to provide good contact. The customer removed and reconnected the ground connections and the issue was resolved. The device passed pvt electrical safety. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit failed performance verification testing (pvt) electrical safety at all points. There was no patient involvement. The event date was not specified; estimate used.